Event description:
It was reported while using bd y'-connector set 2 way the tubing could not be properly primed. There was no report of patient impact. The following information was provided by the initial reporter: during priming with normal saline, priming of right extension tube happening normally, but unable to prime and use left extension tubing, heavy resistance seen while flushing it, due to which only one lumen rendered functional

Manufacturer narrative:
One 20019e7d sample was received without packaging for investigation; however, the customer confirmed the complaint sample was from lot 21105413 . The returned sample had residual saline solution present in the line. The feedback provided by the customer indicates that complete occlusion was detected in one of the lines of the extension set. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The sample was then subjected to functional testing by connecting each smartsite to a retained 50ml bd plastipak syringe from stock and flushing with fluid; upon connecting the smartsite to the syringe the piston opened and no flow restrictions or occlusion were identified throughout testing (appendix 2). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105413 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d set in the past 12 months.